Event description:
It was reported that patient experienced an event of infusion set bent cannula which led to blockage on (B)(6) 2026. The infusion set has been in use for one day. The blood glucose level was high, and the patient was treated with manual pen.

Manufacturer narrative:
Patient city: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.